Event description:
It was reported that a patient with a 19mm aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of 8 years, 3 months due to stenosis. The patient presented with dyspnea and fatigue.

Manufacturer narrative:
H10: additional narratives; updated b5, b7, and h6 per new information received.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potentials known and unknown patient-related contributing factors. Per technical summary 33069, rev a, structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of esrd/dialysis, hld and dm. All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
H10: additional narratives: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 19mm aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of 8 years, 3 months due to stenosis.